Event description:
A customer reported the spin lock at the distal end slips right off the tubing. This has occurred several times and the first instance was approximately a month ago, so not sure how many events have occurred since this time. Solution involved was normal saline. Events did occur while product was connected to pts however there was no pt or staff harm. The solution did leak out as a result. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.